Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all station under critical override. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were under critical override mode. The technical support specialist dialed into the server and ran the script for server downtime, restarted the net tcp, net pipe, and net port listener services and ran the script again, but still received the same reading. They successfully deployed a package from rss. The technical support specialist asked the customer to check the stations. Then the customer verified that everything was back to normal. The system functioned as intended after the technical support specialist investigated the device.